Event description:
A pt service rep (psr) called while with a (B)(6) female pt to report that one of the pt's batteries was causing a battery fault when placed on the charger. The pt was sent a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation, the battery was found to have defective cells. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.